Manufacturer narrative:
Corrected data: product not returned. An event regarding foreign material involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, x-rays and patient medical records are required to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not available.

Event description:
It was reported that, during a surgery, a surgeon found a fiber material on the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a surgery, a surgeon found a fiber material on the stem.